Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the new right atrial (ra) lead was damaged while being implanted. Issues during helix rotation were noted. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.